Event description:
Reportedly, after successful placement of the stent in the rt external ilia, the doctor went to remove the delivery system and noted slight resistance on the catheter when passing thru the introducer. When the catheter was removed completely, noted that the proximal tip of the stent still in the catheter in the vasculature. No patient injury or medical intervention was reported as a result of this event.

Manufacturer narrative:
Evaluation of the returned device found that it appears that upon retraction of the delivery system, the tip of the system got caught on the proximal crown portion of the stent. Then when attempts were made to free the system, the stent elongated and then subsequent separation of the proximal crown section upon final removal of the device. It was also noted on the angiogram that there was extreme guidewire bias that may have contributed to the tip getting caught on the stent. As well as forces applied in the attempt to fully retract the delivery system may have been far greater than the longitude tensile strength of the stent causing the separation.